Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a low blood glucose event. Customer's blood glucose declined to 46 mg/dl. The customer reported the paramedics were called for treatment during this incident. The customer also reported being hospitalized with low blood glucose in the past. Customer's blood glucose was 16 mg/dl when they were admitted on (B)(6) 2015. The customer was treated with an IV drip and sugar for their blood glucose. Customer attributed their low blood glucose from being physical. Customer also reported a no delivery alarm on the insulin pump. The customer was unable to troubleshoot for the no delivery alarm. Customer declined to return the insulin pump for analysis.